Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss. The source of the fluid loss was unknown. The explanted device was not returned for investigation. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.